Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of peg tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however the peg tube has been in place since 2012. According to the complainant, on (B)(6) 2014, the peg tube was clogged so passage of enteral feeding is impossible. There was also diminution of the patient¿s nutritional status despite of an improved oral feeding. On (B)(6) 2014, the peg tube was unblocked in the hospital, however, on (B)(6) 2014, the passage of enteral feeding was again difficult. The peg tube will be changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.